Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise, resulting in pacing inhibition of unknown duration. Additionally, pacing threshold measurements were intermittent at maximum outputs. A revision procedure was performed and the rv lead was extracted and replaced. Bleeding into the pleural space was observed. The patient was monitored, then placed on a ventilator. The status of the patient was unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.